Event description:
During an atrial fibrillation procedure, the physician alleged a clinically significant delay due to unexpected catheter movement on the display. Despite the issue, the procedure was still completed with the same catheter and there were no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrical testing of the returned device determined electrodes 1-4 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.